Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube due to leaking. The tubing placement procedure was done as an ambulatory procedure and patient went home. The next day the stomach was slightly distended, and accompanied in the early evening by an acute attack of referred pain in the right shoulder (which had not been injured) followed by more abdominal distention. A visit to the ER revealed what appeared to be a small tear on the intestinal wall via a CT scan, that might have been caused by the tubing insertion. Patient was transferred to a hospital for emergency surgery to repair the intestinal wall, however when a scope was placed the physician saw a shadow and not a tear, but a suture was placed to be on the safe side. The whole system of tubing was replaced. This resulted in a 3 day stay in the hospital on IV antibiotics.